Event description:
The customer reported that philips patient information center ix (pic ix) had no sound from the customer hallway speakers; the nurse station has sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer with finding a disconnected speaker. The rse reported the reconnection of the speaker resolve the issue. The device was operational after repairs were completed. The cause of the speaker disconnection was not confirmed. The investigation concludes that no further action is required at this time.